Event description:
It was reported the procedure was to treat lesions in the left superficial femoral artery (sfa), popliteal, anterior tibial (at), tibioperoneal trunk (tpt), and posterior tibial (pt). Four non-abbott stents were implanted to open the sfa and popliteal arteries. The distal popliteal, tpt, pt and at were pre-dilated with a balloon. A 3.75 x 28mm esprit btk scaffold was implanted from the distal popliteal into the tpt and post dilated with a 4.0 mm balloon. The at was "jailed" by the esprit btk and had limited flow therefore a guide wire was advanced into the at through the scaffold struts and balloon inflations were performed into the at, opening the esprit btk at the ostium of the at. The flow from the sfa, popliteal into the tpt / at and pt all looked great. One day post procedure the patient experienced diminished pulse therefore a CT scan was performed and it was noted the leg clotted off. Tissue plasminogen activator drip was performed as treatment. Per the physician, the administering of protamine was believed to be the contributing factor in the leg clotting. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of occlusion and thrombosis are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.